Manufacturer narrative:
Medical devices: information references the main component of the system and other applicable components are:product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported the patient had fallen two times, one last (B)(6) and one last (B)(6). Her pattern of stimulation changed. When the rep tried to program her she was feeling the stimulation mostly in her ribs and under her breasts. The patient had a myelogram after her falls and the report stated her lead was at t5, and were originally implanted at t7. Impedances were with normal limits. The patient will be scheduled for a revision/replacement. The issue has not been resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.